Event description:
Patient was intubated. While respiratory care practitioner was securing et (endotracheal) tube in place with manufactured tube holder (etad), the small plastic tab which secures the tube broke off, falling into the patient's mouth. Registered nurse (rn) noticed it was deep in the mouth and was unable to retrieve. Medical doctor used a laryngoscope to visualize the plastic piece but was unable to remove with a yankauer and forceps due to secretions, angle, and positioning of the piece. Attempts by medical doctor with bronchoscope via nasal passageway were not successful in visualizing plastic piece. CT (computed tomography) scans did not reveal any radiopaque foreign bodies.